Manufacturer narrative:
An evaluation of the provided information has been made available. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the nail was broken on the lag screw hole due to non-union. Revision was performed. According to the surgeon the nail broke due to patient bone condition and nonunion. Neither x-rays nor op reports were provided for review. The devices were not returned for investigation. Possible causes for the reported event according to sap risk management worksheet no. 304809 rev. 01 breakage of implant due to lack of adequate fatigue strength. Possible as the implant was not returned and it could be that it was broken due to fatigue. According to the surgeon the nail broke due to patient bone condition and non-union. Breakage of implant due to lack of adequate fatigue strength due to anodization. Possible as the implant was not returned and it could be that it was broken due to fatigue. According to the surgeon the nail broke due to patient bone condition and non-union. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Possible as the implant was not returned and it could be that it was broken due to corrosion. Breakage of implant due to implant therapy is not performed as indicated. Possible as no information about the therapy was provided, at this point it cannot be excluded. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Possible as no x-rays were sent for review. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. Possible as the implant was not returned for investigation. Breakage of implant due to that the users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Possible as the implant was not returned for investigation. Breakage of implant due to users apply not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction. Possible, as no surgical report was sent for review. Breakage of implant due to users did not choose the correct ccd angle targeting guide leading to drilling of the nail. Possible, as the implant was not returned for investigation. Breakage of implant due to misinterpretation or not consideration of facilitating color code leading to improper use/connection of instruments. Possible, as no surgical report received for review. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. It was possible that the patient did not follow the postoperative protocol. According to the surgeon the nail broke due to patient bone condition and non-union. Breakage of implant due to patient not followed the postoperative protocol. It is possible that the patient did not follow the postoperative protocol. According to the surgeon the nail broke due to patient bone condition and non-union. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However, the reported event describes that according to the surgeon the nail broke due to patient bone condition and non-union. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a znn cmn nail 10mmx21.5cm 125l was implanted on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to breakage of the device.